Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Product was provided for investigation. An external visual inspection was performed and passed. Data log analysis was performed and failed. Performance data was reviewed. Readings froze was not found within the investigation window. The allegation was not confirmed. No injury or medical intervention was reported.